Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery. The blood glucose reading was 380 mg/dl. The customer stated that he woke up in the night when he received an alarm, but he did not change anything. He stated that he went back to sleep for a few hours and when he awoke again, the blood glucose reading was high. He discovered that the reservoir had emptied during the night. He complained of a sore throat and cough from a cold. He treated the high blood glucose with a bolus using the insulin pump. He was advised to change the entire infusion set, reservoir and insulin, but he had already done so prior to the call. He noted that he had not noticed the low reservoir alert. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.